Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump h ad intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: there were no observed pump reboot events in the device's black box to support a power loss. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was no damage to the battery compartment. The battery cap was undamaged. A power loss could not be duplicated. There was no damage to the power circuit. The returned battery cap was used for a 24 hour test without any reboots or power interruptions. The battery cap was unscrewed a half turn with no reboots occurring.